Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with this artificial urinary sphincter (aus). A new aus was implanted and there were no patient complications.